Manufacturer narrative:
No further information is available at this time. If additional information becomes available this investigation will be updated at that time.

Event description:
It was reported that this pacemaker recorded an episode of oversensing of noise of the atrial channel. This patient was confirmed to have an intrinsic rhythm come through. This device remains in service. No adverse patient effects were reported.